Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritoneal infection. The breach in aseptic technique was further described as improper operation. The patient was treated with gentamicin and vancomycin. Pd therapy was ongoing during treatment. Hospitalization, patient outcome and patient retraining on the proper aseptic technique were not reported. No additional information could be provided because the reporter declined follow-up.